Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event that the cutting of the drill was not smooth could be confirmed.the visual inspection revealed a black and heavily, plastically deformed tip of the returned drill resulting from the use of the drill with too high revolution speed in combination with a collision and / or friction with a metal object ¿ definitive no bone. Due to the excessive friction with a metal object the tip area of the drill heated up and subsequently caused a material bulging of the drill tip.based on investigation the root cause could be attributed to a user related handling issue. Because of too high revolution speed in combination with a collision and / or friction with a metal object the returned drill heated up and got heavily, plastically deformed.indications for material, manufacturing or design related issues were not found in the investigation.

Event description:
It was reported that during surgery, the drill was not cutting smoothly. The surgeon stopped the drill and checked its tip--it was blackened and deformed.

Event description:
It was reported that during surgery, the drill was not cutting smoothly. The surgeon stopped the drill and checked its tip--it was blackened and deformed.